Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter has an issue that cannot be specified (unknown issue). The complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the patient. The reported issue began the same day at 5 pm. It is not clear if the patient was able to obtain any readings either on the subject meter or on any other meter after the error message began. The patient did not take any action in regards to diabetes treatment as a result of the reported issue. At around 9pm, the patient reportedly developed symptoms described as "shaky and nervousness". The patient did not receive any medical intervention at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the reported issue was resolved. This complaint is being reported because the patient claimed that she had symptoms that can be suggestive of severe hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.